Event description:
Passed away [death]. Case (B)(4) is a serious, spontaneous case received from a consumer via a regulatory authority in united states. This report concerns a patient of unknown age and gender who passed away during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection, with unknown concentration and dosing regimen, for osteoarthritis from 2017 to 2018. It was reported that the patient received euflexxa on unspecified dates from 2017 to 2018. The patient's daughter reported that the patient passed away on (B)(6) 2018. No additional information was reported. Action taken with euflexxa was not applicable. At the time of this report, the outcome of passed away was fatal. The following concomitant medication was reported: lisinopril (from an unknown start date to an unknown stop date), metformin (from an unknown start date to an unknown stop date). Medical history was not reported. All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related (not reported). Company causality: unassessable. Other case numbers: case number, others = mw5079022. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators.